Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number or any identification traceable to the mfg documentation. Additional info has been requested. (B)(4).

Event description:
A surgeon reported that an intraocular lens (iol) was exchanged due to subsurface nano glistenings. The surgeon reported the pt's visual acuity had decreased since the original surgery eight yrs prior. Since the pt had no diabetes or problems with the macula, the surgeon judged the decrease in visual acuity must be due to the nano glistenings. Additional info has been requested.